Event description:
A customer reported a missing low glucose alarm while using freestyle librelink with sensor. On (B)(6) 2021, as a result, the customer had a loss of consciousness and was provided gluco-gel by emergency services for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product data has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Attempted to activate high/low glucose alarms with an (B)(6)/fsll version 2.5.3.3088 using a good known libre 2 sensor. The (B)(6) successfully received high/low glucose alarms. If the product data is returned, an investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.